Manufacturer narrative:
During complaint review by the engineering team, it was found that the impacted product should have been the introducer, and not the pump. The insertion kit is addressed under manufacturer report number (B)(4).

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported patient had an impella cp pump placed to support the patient admitted in for high-risk percutaneous coronary intervention. During device insertion, there was significant bleeding from the peel-away sheath diaphragm due to pressure applied to the companion sheath. This was noted as necessary due to patient¿s height and length of catheter needed to cannulate coronary arteries. The guide catheter needed additional pressure to reach the coronary arteries. At the end of the case, the device was explanted and the patient survived.